Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead model #: sc-4318 lot #: 19000900 description: click anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital due to infection at the ipg and midline incision site. Symptoms were draining pus and the infection was not device related. The patient was administered with vancomycin and cefazolin and underwent an explant procedure.